Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The atrial lead revealed a decreasing impedance trend. During device replacement, the physician decided to keep the atrial lead in use and connected it to the new device.